Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2025 due to need of MRI scan. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Correction: date of explant is (B)(6) 2025 not (B)(6) 2025 as previously reported. Device analysis report attached.